Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20357. It was reported the patient experienced a csf leak during the trial procedure ((B)(6) 2015) while the physician attempted to place one of the two leads (lot no 4651545) . Consequently, the physician explanted the lead and completed the procedure by implanting only one lead. The patient experienced headache and neck pain which got worse and on (B)(6) 2015 the second lead (lot no 4750911) was also explanted. Further follow up identified the patient underwent multiple blood patches and as of (B)(6) 2015 the patient is doing "well" and headache has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.